Event description:
Endo gia 30-2.5 auto suture removed from laparoscopic trocar & handed to or tech to refill. Refilled & then or tech noted the 2-3 mm circular discharge button was missing from the shaft of the device. Item is made of titanium. Remains in the pelvic area of the pt.